Event description:
It was reported that when the suture was tightened when preparing to push the knot,the suture broke. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿when the suture was tightened when preparing to push the knot, the suture broke.¿ the protective blue split protective cannula was returned protecting the needle. The white depth, penetration limiter was returned trimmed just shy of the blue green sheath. The delivery needle was slightly twisted toward the right. The needle may be twisted during attempts to reach desired implant location. Do not bend delivery needle. Inadvertent needle twist or bend can interfere with proper delivery of anchors. Inadvertent flexing and twisting can impede release of anchors. The manual advancement lever was found advanced. Two full t¿s and a partial t were returned. They were not attached, but with the device. There was a long segment of suture attached to the partial t. The t¿s have scratches or score marks. There were very small bits of suture attached to the full t¿s. Do not use sharp instruments to manage or control the suture. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.